Manufacturer narrative:
The involved device is in transit to the manufacturing facility in (B)(4) and has not yet been received for evaluation. Therefore, the investigation was based on evaluation of user facility information, a retained sample and quality records. Evaluation of the retained sample confirmed there were no defects or anomalies. A review of the device history records confirmed that there were no production related problems for this lot number. A review of the complaint files confirmed that this lot number has not been reported previously. While the cause of the reported event cannot be definitively determined based on the available information, the description of the event is most consistent with damage to the pressure balloon due to the user applying an excessive pulling force when opening the band prior to use, resulting in a tear of one of the two balloons. The labeling does address the potential for an event related to damage of the tr band balloon in the instructions-for-use with the following statement: "while using, be careful not to put excessive load on the pressure confirmation balloon or compression balloon that could break it." All currently available information has been placed on file by qa at the manufacturing facility for appropriate tracking, trending and follow-up. A supplemental follow-up report will be submitted when the involved device is received and evaluated by the manufacturing facility. (B)(4).

Manufacturer narrative:
(B)(4) the involved device was returned to the manufacturing facility in japan for evaluation. Inspection of the returned sample confirmed that the area adjacent to where the large and small balloons are welded had been stretched & then torn. Evaluation of non-damaged areas of the returned sample confirmed that there were no other anomalies or defects. Evaluation of the retained sample confirmed there were no defects or anomalies. Testing of the retained sample confirmed that the device was able to be opened without damaging the balloons, and that an excessive force had to be applied in order to cause damage to the balloons. A review of the device history records confirmed that there were no production related problems for this lot number. These devices are 100% inspected multiple times during manufacturing & final packaging & all inspections met specification. Therefore, we are confident that the product could not have been packaged and shipped in this condition. A review of the complaint files confirmed that this lot number has not been reported previously. While the cause of the reported event cannot be definitively determined based on the available information, the appearance of the returned sample is most consistent with damage due to the user applying an excessive pulling force when opening the band prior to use, resulting in the tear between the two balloons. The labeling does address the potential for an event related to damage of the tr band balloon in the instructions-for-use with the following statement: "while using, be careful not to put excessive load on the pressure confirmation balloon or compression balloon that could break it." All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
This report is being submitted as follow-up # 1 for mfg. Report # 9681834-2013-00093 to provide additional information regarding the results from the evaluation of the involved device.

Event description:
The user facility reported that the tr band was noted to be torn as it was being prepared for use. The following information was provided by the user facility: during preparation of the device prior to placement it was noted that the ¿components were sticking together"; subsequently, the staff attempted to pull the components apart; a tear was noted in the balloon after the attempt to separate the components; and the damaged device was not used on the patient.